Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Per the DHR of the libre sensor serial number provided by the customer, the manufacturing date of the product was (B)(6)18 and the expiry date of the product was (B)(6)19, it has been in distribution beyond its useful life as of the case awareness date of (B)(6)19, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he received an unspecified low reading on his adc freestyle libre sensor and he experienced symptoms of ¿nausea and vomiting¿. The customer further reported he was unable to self-treatment and was seen at a hospital where he was diagnosed with hyperglycemia and hospitalized with ketoacidosis for an unspecified time. The customer was treated with insulin (dose/type unknown) intravenously and provided vomex (dimenhydrinate) and novalgin (metaizole- painkiller) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received an unspecified low reading on his adc freestyle libre sensor and he experienced symptoms of ¿nausea and vomiting¿. The customer further reported he was unable to self-treatment and was seen at a hospital where he was diagnosed with hyperglycemia and hospitalized with ketoacidosis for an unspecified time. The customer was treated with insulin (dose/type unknown) intravenously and provided vomex (dimenhydrinate) and novalgin (metaizole- painkiller) for treatment. There was no report of death or permanent impairment associated with this event.